Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931usqs6byif. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose (bg) levels and later contacted the primary care provider. Bloodwork was done and it indicated a mild diabetic ketoacidosis due to an elevated anion gap. Reported symptoms included brain fog, irritability, burning sensation in the chest, and excessive urination. The patient stated that the pod was worn on the arm for between 36 and 48 hours when the blood was drawn, and it is uncertain whether the pod was actively worn at the time of the event as the controller was reportedly off. Durling later communication, the patient confirmed improvement in bg levels and stated that no emergency care was sought.